Event description:
The pt was hospitalized for hypoglycemia and loss of consciousness.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. A review of the pump history indicated that an insulin bolus was administered at 2:09 am prior to the hospitalization. The pt recently experienced a stroke and has no recollection of administering this bolus. The pt remained on insulin pump therapy for basal insulin while hospitalized. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.